Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 125 ohms and myopotential noise on the right ventricular (rv) channel with arm movement. Technical services (ts) was consulted, noted no shocks delivered over device lifetime and recommended raising shock impedance out of range limit. This ICD system remains in service. No adverse patient effects were reported.